Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that before use of the unit, the customer noticed a foreign particle on the tip of the blade.